Manufacturer narrative:
Although there has been no adverse effect reported by this or any other hospital regarding this specific issue, a risk to patient's health could not be excluded. Brainlab's investigation has shown that there is an error for a specific feature in specific brainlab cranial/ent navigation software versions. In the surface matching registration dialog, if "last solution" after acquisition of additional registration points is selected, the software stores a different registration than the one displayed to the user for verification. When the user accepts that "last solution" registration without any further modification, the software will not store that intended registration, but will use the other registration that was displayed before "last solution" was selected. If the "last solution" is further modified and then accepted with the "last solution" button not active, this error does not occur. Brainlab intends the following corrective actions: existing potentially affected customers with mentioned brainlab cranial/ent navigation software versions receive a product notification letter. These customers will receive a software update to correct this software error. Tentatively planned availability: end of july 2011. Brainlab will contact these customers to implement the software update upon availability.

Event description:
During a cranial surgery (craniotomy), the user determined that the accuracy of the used brainlab navigation device was not as desired. The user decided to continue with this surgery without the aid of the brainlab navigation device. According to the hospital, there was no negative clinical effect on the patient.